Manufacturer narrative:
Concomitant medical product(s): 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells unk 00620205422 shell porous with cluster holes 54 mm 60807382. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565 - 2016 - 03055. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed femoral head exhibited severe scratches. The liner exhibited sever damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation and instability. It was noted intraoperatively that the liner was broken at the locking mechanism.